Event description:
It was reported that during a laparoscopic appendectomy procedure, the jaws locked up on the tissue. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested and the following was obtained: did the device deliver any staples? If yes, were the staples formed properly? Unknown. If yes, was the staple line complete? Did the device cut? Unknown. If yes, was the cut line complete? Did the jaws of the device open? Unknown. How was the device removed from tissue?unknown. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Unknown was buttressing material utilized? If so, which product? Unknown. Were any unexpected noises heard? If so, when? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown.